Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during procedure of an arthroscopy reconstruction surgery, the biosure implantation was fractured. The procedure was successfully completed with a non-significant delay using a backup device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. One of the wings of the device is fractured from the hub at the distal end connection. There is debris on the device, based on the condition of the product material found during visual inspection, additional material testing is not required. It has not been reported whether the broken biosure fixation device was retrieved from the patient. One undated photo of the device was provided for review and confirms the reported. The biosure fixation device is made of peek and is implantable so biocompatibility is not an issue. If a portion of the device was retained, it is unknown if it will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.